Event description:
Per the clinic, the patient experienced skin overgrowth and recurrent skin infections at the abutment site (treatment of the infection unknown). The abutment was removed. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on may 3, 2022.